Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user bumped his head on the table edge in mid-(B)(6) 2025, resulting in swelling and redness over the implant. However, after the swelling subsided, he was unable to hear sounds with the implant. The user was reimplanted.

Event description:
The user bumped his head on the table edge in (B)(6) 2025, resulting in swelling and redness over the implant. However, after the swelling subsided, he was unable to hear sounds with the ci. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.